Event description:
Baxter (B)(4) received a report that an infusor was leaking when the customer received the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the physical sample was not available for evaluation; however, baxter received photographs of the sample for evaluation. The reported condition of a leak was confirmed via photographic evaluation. Evidence of drug residue was observed at the tubing and stressmember located at the top area of the device which indicates a leak had occurred. The root cause could not be determined, as the actual sample was not returned for evaluation. No additional observations were noted from the photos. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.